Event description:
Freestyle lite meter read 65, points too low. Don't know when exactly started, but unable to regulate my blood sugar levels correctly. Had infection for over one month. Sick for weeks.